Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo/physical device investigation: the product was returned to depuy synthes for evaluation. Note: the complaint device was evaluated and investigated by the manufacturing site. Please refer to the attachment in action: (B)(4). Visual examination of the subject plate shows that the part is not in its original straight configuration. Visual examination of the photographic image provided (see ¿image of medical device.jpg¿), shows that the part is not in its original straight configuration. Investigation: per depuy synthes production risk management (prm) document number (B)(4), version 1.3, last modified on (B)(6) 2016, depuy synthes does not manufacture a curved 4-hole reconstruction plate 3.5. Further visual examination shows evidence of damage to the sides of each end of the part, at the tip and in the first recess. This damage is consistent with an attempt to manually bend the part using unknown tools. (See ¿(B)(4)). Per inspection sheet 245fi023 revision l, the subject part underwent a 100% cosmetic, visual inspection on (B)(6) 2019 prior to release on 04-jun-2019. This cosmetic inspection would have discovered the complaint condition. Since the returned part was received loose in a bag and not in the sealed original packaging, the cosmetic anomalies cannot be attributed to the manufacturing process in elmira, as additional handling outside of the elmira manufacturing facility had occurred. Conclusion: the manufacturing investigation determined the complaint condition is confirmed in that the ¿typically ¿ straight model. ¿ was noticeably curved.¿ no manufacturing related issues were observed. The complaint condition appears to be the result of improper product handling after the parts left the manufacturing facility. No manufacturing related issues were identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The overall complaint was confirmed as the observed condition of the recopl 3.5 straig 4ho l52 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> product code: 245.024 lot number: 3l39885 release to warehouse date: 04 .jun .2019 expiration date: na supplier:(B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: added: d9. Corrected: h6 (medical device problem code). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the medical device in question is typically a straight model. However, the plate received was noticeably curved. The operating room personnel confirmed that the plate had not been altered or bent after delivery. Although the reference number matched the ordered item, the physical shape did not correspond to the expected specifications. This discrepancy was identified during the consignment stock delivery, prior to any surgical procedure. There was no impact on any patient, as the issue was detected before use. The team resolved the situation by using another plate of the same reference that was still available in stock. No procedures were delayed, and no additional actions, such as hospitalization or revision surgery, were required.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.